Event description:
Revision surgery - the pt's joint was too tight; 0-90 degree flexion. The surgeon released the soft tissue and removed the posterior cruciate ligament, along with replacing the original insert with an ultra congruent.

Manufacturer narrative:
The reason for this revision surgery was to remedy a patient's joint that was too tight after 3.4 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the revision surgery. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the (B)(4) complaint for this part number: ten due to infection, six for stability/poor joint, one was loose, one due to damaged threads, and one for the surgical technique not being followed. This is the first complaint for this lot number. The root cause for the tight joint was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.